Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead had a kink on the outer tubing and all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
It was reported that one of the patient's leads was exhibiting high impedances. Surgical intervention was undertaken in which the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.